Event description:
The customer reported that the sys displayed an overload fault error message resulting in an uncommanded shut down. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The x-ray tube was replaced. The sys was then found to be operating as intended.